Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from the catheter. Block h10: investigation results: the returned resolution 360 clip device was analyzed, and a visual evaluation noted that the device was returned with the clip assembly attached. Microscopic examination was performed, and it was found that one of the clip arms was activated. Functional inspection was performed, and it was observed that the clip assembly was able to perform the first activation and release the clip assembly. The reported event of clip did not deploy from the catheter was not confirmed. Based on the returned device, it was returned with the clip assembly still attached and it was able to open and close its arms. The clip assembly could be released from the catheter without problems. Taking all available information into consideration, the most probable cause of this complaint is no problem detected.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore the manufacture date and expiration date are unknown. Block h6: imdrf device code a15 captures the reportable event of clip did not deploy from the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip did not deploy from the catheter. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.